Event description:
It has been reported to philips that the system gave image storage errors, which impacted imaging. The system was in clinical use at the time of the reported event. The procedure was completed using the system with limited function. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnostic procedure which was continued with system limitation. The philips remote service engineer (rse) inspected the system remotely and confirmed that the image storage was not possible. Review of the system log files confirmed the image storage problems. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the suite pc, xray-pc, and the flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has implemented a medical device correction (z-1152-2024) to resolve the reported issue. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.